Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose readings in the low 200s after a sensor change, with reports indicating insulin delivery and a visible bubble near the infusion set connector without occlusion alarms; troubleshooting discussed a full supply change versus targeted connector change, and the user elected to monitor as glucose began to decrease. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included patient counseling and troubleshooting regarding potential infusion set or connector issues. Investigation of this case revealed no confirmed device malfunction, with possible infusion site or connector-related delivery inefficiency considered based on the observed bubble and gradual glucose decline after continued use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.